Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced no stimulation sensation and a loss of therapeutic effect for about two months. There was no known accident or incident related to this complaint. Impedance testing showed some bipolar pairs at over 4,000 ohms, and pairs 3 and 3, 2 and 3, and 0 and 2 were measured at under 250 ohms. Additional information received reported that the patient was planned to undergo a lead revision and battery replacement on (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.